Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak was reported. The patient is stable and the aneurysm sac has reduced in size. The patient is currently being monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak event was refuted, rather there is an evidence of right limb type 1b endoleak with right common iliac expansion. The type ib endoleak with sac growth are most likely due to the remodeling of the right common iliac artery and this event is most likely anatomy related. The procedure related harms for this event could not be determined. The final patient status was reported being monitored. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: device remove 1504, 2978; method remove code 3233; conclusion remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak was reported. The patient is stable, and the aneurysm sac has reduced in size. The patient is currently being monitored. Additional information: during the investigation of this event, the reported type iiib endoleak was refuted, rather there is an evidence of right limb type 1b endoleak with right common iliac expansion. The final patient status was reported being monitored.